Event description:
Patient came back from or at 1200 and had some bleeding that required going back in his chest to control the bleeding. He recovered from this event and had some minor improvements. About an hour and a half later he started to have massive bleeding from his chest tube and then had an asystole arrest. CPR was started immediately and surgeons were at the bedside within minutes and in the chest to find the bleeding. The bleeding was found to be coming from the intracardiac broviac being dislodged. The bleeding was stopped and patient was placed on va-ECMO.from follow-up review: patient had been explored early in the afternoon for bleeding. The patient had a significant amount of chest tube output resulting in acute hypotension on retroflexion for initiation of chest compression. Decision was made for mediastinal exploration followed by a transthoracic ECMO cannulation...within the mediastinum, there did appear to be active bleeding from the atrial site of the dislodged intracardiac broviac and oa-line. After hemostasis was achieved, attention was turned to replacements of the oa line as well as the intracardiac broviac. In addition, adequate access was an issue and interosseous access was achieved and volume resuscitation was continued. Open cardiac massage was continued throughout the procedure. During this time, the ECMO circuit was being prepared. Once the ECMO circuit was ready, the patient was transthoracically cannulated. Once ECMO achieved full flow, attention was turned to further hemostasis. The broviac catheter was replaced and secured with another snare. Of note, the oa line had been dislodged during cannulation and the decision was made to leave the line out. Once hemostasis was achieved, delayed sternal closure was performed with the silastic membrane. The silastic membrane was sewn into place with 5-0 prolene suture. The silastic patch was cleaned and dried with sterile ioban dressing applied. The patient was stable on transthoracic ECMO.